Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the cable from the c-arm to base was bad and video was dropping out. This caused a loss of the live image. There is no report of patient injury.